Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. A visual and microscopic examination found that the hypotube had broken approximately 21.3cm distal from the catheters strain relief. The device was kinked at the point of separation. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and was not subjected to any positive pressure. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). It is contraindicated to stent lesions that are heavily calcified and lesions involving arterial segments with a highly tortuous anatomy in the dfu. It is advised in the dfu that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context.

Event description:
This complaint is now reportable based on the device analysis completed on 08/22/2008. It was reported that during an unspecified procedure, difficulty crossing the lesion was encountered. The 70% stenotic, de novo and severely calcified lesion was located in the severely tortuous left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified 15mm x 2.0mm balloon catheter. Upon attempting to insert the taxus liberte 20mm x 2.75mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good. Device analysis revealed a broken hypotube.